Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Sections could not be completed with the limited information provided: event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Remains implanted.

Event description:
A patient has been indicated for revision due to unknown reasons. No revision has been reported to date.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Concomitant medical product: item:11-150840, bmet arcom ap pat 3pst 31mm sm, lot: 034890; item: 141224, biomet cc I-beam tray 75mm, lot: 716660; item: 179003, ascent pri inlk fmrl med rt, lot: 099460.

Event description:
The patient's right knee was revised due to an unknown reason. During the procedure, the polyethylene bearing was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
The patient's right hip was revised due to an unknown reason. During the procedure, the polyethylene liner was removed and replaced.